Manufacturer narrative:
Per case notes, the system was not in use at the time of the hypo event due to incomplete pairing of transmitter, which was resolved by troubleshooting in case 50756 (complaint (B)(4)). The system could not alert the user of the hypo event since it was not in use. There is no further investigation needed. D8 updated,was this device serviced by a third party? No h6. Health effect - clinical code updated to 1912 h6. Health effect -impact code updated to 4614 h6. Medical device problem code updated to 1307 h6. Component code updated to 3141 h6. Type of investigation updated to 4111 and 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hypoglycemia and was not using the cgm at the time event and was unable to connect the new transmitter to the phone.